Event description:
It was reported that stent damage occurred. Vascular access was obtained via the femoral artery. The 100% stenosed, 24x3.5mm target lesion with a bend of >=90 degrees was located in the severely tortuous and severely calcified right coronary artery(rca). A 3.50x24mm promus element ¿ stent was selected to treat the target lesion. However, the stent could not cross the target lesion and the physician noticed that the struts of the stent were damaged. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. The stent was detached from the balloon and not returned for analysis. A review of the unit during manufacture indicates that all stent and profile readings are within specification. The balloon cone profiles were reviewed during analysis. It was noted that the balloon was inflated & deflated, however; no issues were noted with the overall balloon profile in its current state. Crimp markings were evident on the entire length of the balloon wall indicating overall crimp contact between the coated stent and balloon. A visual and tactile examination found multiple kinks along the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. The bumper tip of the device showed no signs of damage. A visual and tactile examination found no issues with the profile of the shaft. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the femoral artery. The 100% stenosed, 24x3.5mm target lesion with a bend of >=90 degrees was located in the severely tortuous and severely calcified right coronary artery(rca). A 3.50x24mm promus element ¿ stent was selected to treat the target lesion. However, the stent could not cross the target lesion and the physician noticed that the struts of the stent were damaged. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4).